Manufacturer narrative:
Additional information: the patient has had a full recovery. The tissue reported was not a technical problem. There was no allegation of inaccuracy.

Manufacturer narrative:
No findings possible. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that a hemorrhage was observed in the path the of catheter (planned trajectory crossed a few sulci). It was not near the area to be treated, so target was ablated. There was no delay in the case reported as the issue pertained to doing the ablation. Additional post scans were taken to assess the hemorrhage. It did not appear to have gotten bigger during the time the patient was in the scanner (roughly an hour.) The hemorrhage was near the motor strip on left side, so surgeon expects some weakness in right side but also expects it will be temporary.